Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type catheter; product ID 8578, lot # h910893607, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2,250mcg/ml at flex dosing monday-sunday 316.3 mcg at 10:00 and 214.7 mcg at 19:00 via an implantable pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the pump delivered a shortage of 6ml at time of explant. Per the reporter it was likely determined that the catheters explanted had lost patency to the pump and thus was unable to deliver the programmed dosage. It was unknown why the implanted catheter system lost patency to the pump. There were no environmental, external factors or patient factors that led or contributed to this issue. The physician explanted the troublesome catheter system and found it to be tortuous and made of three separate segments. Once the new catheter was implanted patency and proper dosage resumed. The issue was resolved at the time of the report and the patient status was noted as alive, no injury.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type: catheter. Product ID: 8578, lot# h910893607, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. The catheters (h903014108 and h910893607) were returned for analysis. Analysis of the catheters found no significant anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.